Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), additionally, adverse events that may occur and/or require intervention include, but are not limited to aneurysm enlargement.

Event description:
The following was reported to gore: on (B)(6) 2009, the patient underwent endovascular treatment of an abdominal aortic aneurysm using a gore® excluder® aaa endoprosthesis. On (B)(6) 2020, the reintervention was performed because an aneurysm enlargement in the left common iliac artery was observed (amount unknown). The left internal iliac artery was coil embolized and the contralateral leg endoprosthesis and the iliac extender endoprosthesis were implanted for extended the initial device to the left external iliac artery. The patient tolerated the procedure. The cause of aneurysm enlargement was not reported.